Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
The end user reported a rash under the tape collar, off and on for last six months. Her physician placed a catheter into the stoma to allow healing. She further stated "once the wafer was reapplied the rash reappeared."